Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited low, out-of-range (oor) shocking lead impedance measurement less than 20 ohms. Boston scientific technical services (ts) discussed one out of range value at 0 ohms. The field representative will bring the patient in for further evaluation. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.